Manufacturer narrative:
As received, a complete lead was returned in three pieces. External abrasion breaching the outer insulation and exposing the outer coil was found at 8.2 ¿ 8.4 cm from the connector pin consistent with friction to the device can. External abrasion breaching the outer insulation and exposing the outer coil was found at 10.9 ¿ 11.0 cm from the distal tip consistent with friction to another device or feature of patient anatomy. The cause of the reported event is due to external insulation abrasion consistent with friction to the device can and friction to another device or feature of patient anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on lead. Lead replacement was discussed. The patient was stable.

Event description:
New information states that the lead was explanted on (B)(6) 2020. The patient was stable.